Event description:
Reportedly, the device over-infused. Set rate volume 10.3 ml/hr, but did 102.4 and ran for about an hour before alarm sounded. Occurred on (B) (6) 2008 at approximately 4:00 am. The drug used and patient information is unknown.

Manufacturer narrative:
Device evaluation results will be submitted when evaluation is completed.